Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
It was reported to philips that the v60 will not power on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance, and determined the power management board required replacement. The fse replaced the power management board, and after installation of the new pcba, conducted the tests outlined in the verification procedure(s) and the device passed testing successfully.